Event description:
It was reported that the patient was implanted in (B) (6) 2009 and cannot speak anymore. Patient was also coughing with stimulation. The vns was turned off and patient is following up with an ent physician. Attempts for further information have been unsuccessful to date.